Event description:
Developed very hard breasts and recently concerned about ruptures due to irregular shape and lumpiness of implants. Right implant removed in total with the capsule intact. When the capsule was separated from implant, the implant was found to be leaking heavily, with a small tear on the implant. The same was done on the left side. Left implant was also found to be ruptured. Both replaced with another co's saline implants.